Event description:
Healthcare professional reported left-side deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on october 17, 2022 with lot number 2258907. Based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening in anterior side assessed as fold flaw opening. Additional observations: wear abrasion is observed. Crease is observed. Yellow particles material in device inner surface. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left-side deflation. The device has been explanted and replaced.